Manufacturer narrative:
Investigation of the received device found fluid leaking through the exposed portion of soft cannula, where the tip of formed needle rested. It could not be conclusively determined when this damage to soft cannula occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 280 mg/dl, while wearing the pod between 4 and 24 hours. Insulin was noticed to be leaking out. No information was provided on how the hyperglycemia was treated.